Event description:
It was reported that the patient's pacemaker was explanted and replaced for unknown reasons. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.